Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) implant procedure, unable to securely fixate the rv lead sense/pace connector to the device. While tightening the ICD setscrew, no clicks were heard and the setscrew was turning indefinitely. The ICD was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.